Event description:
The customer observed a biased result on a reactive hepatitis control. The reagent metering probe on the analyzer was partially occluded. A malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications.